Event description:
When drawing up medication, the medication leaks in the barrel of the 10 ml syringe. (The plunger does not tightly lock medication in the barrel). Same incident occurred 3 times on 2 different dates.